Manufacturer narrative:
On arrival to sm inc, no damage noted to sensor. Tested on sw 6.6.4.1. Sensor responds correctly to changing signals. Software responds correctly to changing signals and changing level settings. System logs were reviewed, and it was identified that a sensor error was triggered - fluid detected by the yellow sensor head but not red. Code 0: "red_triggered_before_yellow". 412 2024-07-02t15:01:52.665z warn level: code 0 (levelapi:266). 413 2024-07-02t15:02:11.490z info level: no error. 414 2024-07-02t15:34:48.840z warn level: code 0 (levelapi:266). 415 2024-07-02t15:35:01.875z info level: no error. Once the sensor error was cleared, safe flow was switched to protected level while safe flow was engaged, this would change pump demand and run the pump at its current speed/demand (with level safety triggered the new demand is likely 0). This is to prevent the pump from ramping up unexpectedly when disabling a safety/modulation. Then, (with pump at low demand per above) protected level was switched to safe flow. This is what cleared their setpoint and couldn't ramp up. During the investigation, the fault of led being lit while sensor detected no fluid could not be replicated. It is suspected that the sensor was accidentally wetted and is now dried. Even though no fault could be reproduced the sensor was replaced as pre-caution.

Event description:
The user reported that they changed the level detector from "safe" to "protected," in order to wean cpb with a lower reservoir level. As soon as they switched to "protected", the arterial flow immediately stopped. There was adequate volume in the reservoir, and the red light on the protected level was still on. Every time the perfusionist tried to increase arterial flow, it would display the intended flow for a second, then the displayed flow would drop back down to zero (the pump did not spin during that time). In order to get back on cpb, the perfusionist disabled the level detector entirely. After 4 minutes of reperfusion/stability, they carefully re-engaged the level detector with a partial venous clamp (since it was a low-volume wean and they wanted the level on) and the issue did not happen again. After cpb they tried to recreate the alarm condition and couldn't. The pump alarm history simply displayed "enter protected flow modulation" then "exit protected flow modulation" at the time of the event.